Event description:
Reported by fmc canada: "blood leak" into dialysate. The hemodialysis treatment was stopped, and the bloodlines and dialyzer were discarded, including blood. Estimated blood loss reported as 100-200 ml. The treatment was restarted with new dialyzer and lines without incident. Complaint sample not available. No adverse effect to pt nor medical intervention required. MDR filed on blood loss.